Manufacturer narrative:
(B)(4)

Event description:
The customer complained of low erroneous results for 1 emergency room patient tested for etoh2 ethanol gen.2 (etoh2) on a cobas 6000 c (501) module. The initial etoh2 result from the c501 module was < 10 mg/dl with a data flag. This result was reported outside of the laboratory where the physician questioned the result. The sample was repeated on a cobas integra 800 with a result of 223 mg/dl. The sample was also repeated on the c501 module and the result was 234 mg/dl. The result from a new sample obtained on (B)(6) 2017 was 136 mg/dl. No adverse event occurred. The physician ignored the low result and treated the patient based on the patient¿s behavior which corresponded to the repeat results. The patient has been discharged. The etoh2 reagent lot number was 27909701 with an expiration date of 30-apr-2018. The customer had manually cleaned the sample probe the morning of the event. The probe did not appear bent or have foreign matter in it. The customer stated a sample probe had been bent on (B)(6) 2017. The customer is wondering if there is still an issue with it. The field service engineer (fse) visited the customer site. The fse found that the gear pump pressure was low. The gear pump pressure was adjusted to the proper level; the sample probe was replaced along with sample seals. Sample probe adjustments were performed. A hardware check was run verifying the proper operation of the instrument.

Manufacturer narrative:
On (B)(6) 2017 the sample was repeated on the c501 module and the result was 233.6 mg/dl. A specific root cause was not identified. Since calibration and qc were acceptable, a reagent issue can be excluded. The possible root cause is related to a combination of insufficient washing and a pre-analytical issue such as fibrin or micro-clots contaminating the sample probe. The customer had no further issues since the service visit.